Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. During the device changeout procedure, an attempt was made to add a new defibrillation lead. The new lead attempt was abandoned and was not implanted due to not being able to cross the tricuspid valve due to either patient anatomy or a product defect. The chronic lead remains in use and was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ddbb2d1; serial#: (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2025. Product ID: 6940; serial#: (B)(6); implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: clinical data review findings indicate no data for thresholds contained the in save-to-disk file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.